Manufacturer narrative:
The suspect gas delivery engine (gde) was not available for return at the time of the initial MDR submission. Results of investigation: the carefusion failure analysis laboratory received the suspect gas delivery engine (gde) for investigation. The investigation did duplicate the customer event. The alarm conditions and device behavior has been identified with a railed expiratory pressure transducer component within the gde associated with a known field corrective action.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The reported issue of the suspect device was resolved by performing remediation of the device under field corrective action. The device has been tested and is working to service specifications. No further investigation will be performed.

Event description:
The customer reported an unresolved ventilator inoperative event while in use. The ventilator alarm "circuit occlusion, ext high ppeak and safety valve"on this avea ventilator. The customer stated the patient was placed on alternate ventilator and no patient harm was reported.